Event description:
It was reported that unknown device failures occurred during attempted suture placement in an unspecified artery using the preclose technique with two proglide devices prior to an unspecified procedure. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: it was reported that an arteriotomy closure of the mildly calcified and scarred right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt during insertion of the first device and a guide break occurred. Resistance was felt during removal of the first device. A second proglide device was used and resistance was felt during insertion of the device and a cuff miss occurred. A third proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second proglide device is being filed under a separate medwatch MFR number.